Manufacturer narrative:
Concomitant medical products: product ID: 4558m-45, lead, implanted: (B)(6) 1995.

Event description:
It was reported that during the implant procedure, when the device as attached to the lead and tightened, the device would not pace. The device was removed and was not implanted and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure, when the device was attached to the lead and tightened, the device would not pace. The device was removed and was not implanted and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.